Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that the tampon string broke off from the pledget, leaving the pledget inside of her. She went to the emergency room and they used forceps to remove the pledget, which left pieces behind. All of the pledget was successfully removed and the consumer is doing fine now. No further information is available at this time.

Manufacturer narrative:
Correction of data based on new information received: date of event - on (B)(6) 2018 consumer stated that incident occured 'about a month ago'. However, medical records show that the event took place on (B)(6) 2018.

Manufacturer narrative:
This follow-up MDR was previously submitted under the incorrect MFR number 2381757-2018-13169. The correct MFR number is 2381757-2018-00015. Corrections: brand name: updated from u by kotex security to kotex natural balance. Premarket identification #: updated from k141294 to k896994.

Event description:
This is a follow-up report.